Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified, the femoral component has fractured in two pieces across the width, the fracture site has become damaged and burnished most likely caused by the movement between the two pieces, there is bone cement covering the majority of the pocket on the underside of the femoral. The bearing has full thickness wear most likely caused by the sharp fracture edge of the femoral component and the tibial tray has evidence of metal on metal contact likely to have been caused by the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors of event: fracture of femoral component post partial knee replacement, crackling, pain, dislocation. Findings: stability examination shows balanced and stabile ligaments. Marked extensor deficit. No indication of infection. Joint effusion grade 3. Hoffa¿s fat corpus shows moderate matallotic fibrin deposits. Extension deficit of 10 degrees and a varus malposition of 8 degrees. Removal of residual femoral component and the well-fixed tibial component. Good quality bone. Good rom and stability with trial components. Patellar surface not replaced. Final x-ray shows good implant position without evidence of fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery approximately seven (7) years post-implantation due to implant fracture of the femoral component. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.